Event description:
The pt reportedly experiences sound quality issues with and without device use. Programming adjustments were made with no resolve. Testing revealed that the device is functioning within normal limits. Advanced bionics is in the process of gathering more info, once more info is available, a supplemental report will be submitted.